Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event.

Event description:
During a remote follow-up, a decrease in the pacing impedance, low sensing, and a high capture threshold were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.